Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying an adc freestyle libre sensor on (B)(6)2018 . Customer further reported that the sensor tip was twisted. Customer experienced malaise and her husband administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned. A follow-up report will be filed if product is returned or additional information is obtained.the device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event.all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying an adc freestyle libre sensor on (B)(6) 2018. Customer further reported that the sensor tip was twisted. Customer experienced malaise and her husband administered a glucagon injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message on the same day of applying an adc freestyle libre sensor on (B)(6) 2018. Customer further reported that the sensor tip was twisted. Customer experienced malaise and her husband administered a glucagon injection. There was no report of death or permanent injury associated with this event.